Event description:
Caller reported that the insulin gauge displayed a different amount than expected, specifically showing a fill estimate of 0 units despite being filled. There was no adverse impact on the customer's blood glucose level. Technical support explained that the issue could arise due to large variances in measured pressures used for calculation, and advised that the fill estimate would reset and function normally once the insulin amount aligns with the static display. The caller understood and acknowledged this explanation.